Event description:
It was reported by the hospital that stryker screws have broken a few times. The most recent one was using the stryker hand set during repair of l middle finger.

Manufacturer narrative:
Device not returned for eval. Internal investigation in progress but not yet complete.